Event description:
Information was received from a nurse within the neurology speciality clinic, stating that the pt was scheduled to have the vns device removed. It was stated that the device was to be removed as it was non-functioning. No clarification was made as to what was meant by non-functioning, and attempts for further clarification/information have been unsuccessful to date. The pt had the device removed, but attempts to have the device returned for analysis have been unsuccessful to date.